Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, noisy image occurred due to damaged plug unit, scope error (e237) occurred due to damaged charged coupled device (ccd) unit whereas the most probable cause of corrosion surrounding bending section cover, light guide lens and objective lens is traced to component failure due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a noisy image, scope error e207, and corroded adhesive surrounding bending section cover (a-rubber), light guide lens and objective lens. There was no patient involvement.